Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction injection to address the bg. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Recommendation was made to consult a healthcare provider in regards to diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.